Event description:
The complaint describes the use of forceps resulting in cuts and "snagging" of the device during the procedure. In one reported case, the issue led to widening of the incision. The event required closure of the opening by suturing. No additional details have been provided regarding the exact circumstances of the event. Follow-up questions were sent to the customer to clarify key aspects (e.g., stage of the procedure, extent of incision widening, device performance characteristics, and availability of samples or photos), but no response has been received to date. Based on the information currently available, the reported event required surgical intervention (suturing of the incision), which constitutes a medically necessary intervention to prevent potential harm such as infection or further injury. Although no long-term or permanent injury has been explicitly reported, the need for unplanned suturing indicates a clinically significant impact on the procedure. Given that the incident involved a bvi device, that the event led to a required medical intervention (suturing), and that there is a potential risk of infection or injury, this complaint meets the criteria for a reportable event to competent authorities. Similar product is being sold in us therefore the complaint is being reported to FDA.